Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 412mg/dl. The customer delivered a correction bolus to bring blood glucose levels back down. System check was performed with tandem technical support, and the pump performed as intended. Recommendation was made that the customer/customer&#38112;contact consult with a healthcare provider regarding fine tuning settings.